Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2018; 4194-88 lead, implanted: (B)(6) 2005. The initial reported event of high impedance with reprogramming was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to undefined right ventricular (rv) lead defibrillation impedance. It was also reported the rv lead defibrillation impedance was highly variable. The patient underwent reprogramming and the rv lead remained in use. Further information was received, which indicated the pace/sense portion of the right ventricular (rv) lead was replaced with a pre-existing pace/sense lead. No patient complications have been reported as a result of this event.